Event description:
Power port elective insertion -connections made and tested prior to device insertion into patient. When device in pocket catheter dislodged from device and migrated down vessel and surgeon unable to remove. Necessitated patient transfer to higher level of care for retrieval.